Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sigmoidectomy procedure, when the surgeon tried to fire the device at the first fir ing, the device stopped in the middle. The procedure was completed with another device. There was no patient injury.